Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The direct current (dc) voltages between the single board circuit (sbc) and inverter were verified. The 12volt (v) power supply and the 2.5v enable voltage measured as expected. The screen output was confirmed. The display backlight was on and the information on the screen was legible. The screen was left powered on for three hours with no change in brightness.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) powered up to a blank screen. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The fsr replaced the ccm. The unit operated to the manufacturer's specification.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) duplicated the reported complaint. The central control monitor (ccm) booted up successfully, but with a blank screen. Using a flashlight the srt could see a faint perfusion screen. The unit was checked for a loose connection but none were found. The voltage from the inverter board was within specification. It was determined that the cause of the blank screen was a defective display causing the backlight to not illuminate intermittently. The unit will be retained and scrapped as appropriate. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.